Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was scheduled to have their device replaced because it did not work anymore and they needed to have a non-device related MRI. It was noted patient suspected the implant was not working and that was last year, but that their doctor told them it was still working at that time so maybe it was earlier this year that it had stopped working. Patient stated the last urologist checked the implant and told them it was not working. No symptoms or further complications were reported.